Event description:
Stapler was loaded with 60 mm white load. Physician clamped the intestine, clamped stapler down, attempted to fire but it did not fire. Unable to unclamp stapler. Had to open top of stapler to manually release. Stapler passed off, load verified as 60 mm. New stapler opened.